Event description:
The customer alleged that they did not change the soak time when they switched to cidex activated dialdehyde solution from cidex opa. The customer reported that eight scopes were processed and were used on pts. The asp clinical support reviewed the instructions for use for cidex activated dialdehyde solution. Asp attempted to retrieve more info about the scopes and the pts, however, the customer has not responded.